Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of her father alleging that a one touch ultra meter would not power on. The reporter indicated that the alleged issue started on (B) (6) 2010, at 3 am. A few days later, the reporter claimed that the pt developed low blood glucose symptoms of shakiness and sweating in the middle of the night because of the alleged issue. The reporter mentioned that the pt had only eaten a salad for dinner but took the same amount of insulin that he usually takes when he eats a full dinner. The reporter denied that he received any treatment because of the alleged issue. The reporter did not have the meter or test strips with her for troubleshooting. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia after the alleged issue began.